Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: bd received one contaminated sample and one photo from the customer facility for investigation. The photo was evaluated and the customer¿s indicated failure mode for safety failure with the incident lot was observed. A review of the manufacturing records was not completed. Bd has initiated a CAPA to document further investigation and root cause(s) of this product issue. Conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure mode. CAPA (B)(4) has been initiated for documentation relation to this issue of front rear barrel separation to document the investigation path, root cause analysis and remediation plan to include corrective and preventive actions.

Event description:
It was reported that while activating the bd vacutainer® winged safety push button blood collection set safety device, the wing portion came off. No serious injury or medical intervention reported.